Manufacturer narrative:
Product complaint: (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot number mb7bthn , and no non-conformances related to the reported complaint condition (needle pull-off) were identified. To date, the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the initial procedure? Unknown. Could you please confirm when did the issue occurred? Pre-op or intra-op? At the moment to put the needle on the needle holder. Did the surgery was completed successfully? Yes. What was used to complete the procedure? By using another device.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020, and the suture was used. It was reported that the needle pulled off when putting it on the needle holder. Another like device was used to complete the procedure successfully. There were no patient consequences reported.